Event description:
The investigation has determined that a higher than expected potassium (k+) result was obtained from a non-vitros biorad quality control (qc) fluid using vitros chemistry products k+ slides lot 4102-0851-1022 on a vitros 5600 integrated system. Biorad lot 56650 level 1 result of 3.91 mmol/l vs. The expected result of 2.59 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros k+ result was obtained from a quality control fluid and no results were reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation has determined that a higher than expected potassium (k+) result was obtained from a non-vitros biorad quality control (qc) fluid using vitros chemistry products k+ slides lot 4102-0851-1022 on a vitros 5600 integrated system. The assignable cause of the higher than expected vitros k+ quality control result is a suboptimal calibration. The parameters for the calibration used to obtain the higher than expected vitros k+ qc result were atypical compared to the database values. After the parameters from the previous calibration event were restored, quality control results returned to expectations. The cause of the suboptimal calibration is unknown. The customer used the same vials of biorad control fluids when they obtained the unexpected results as when they obtained the acceptable results after restoring the previous calibration. This indicates that an issue with the biorad control fluids is not likely a contributing factor of the event. As vitros k+ lot 4102-0851-1022 was a new lot of reagent at the time of the event, there was not an adequate amount of historical qc results for evaluation. However, qc results returned to expectations after the customer restored the previous calibration indicating that an issue related to the performance of the reagent is not a likely contributor of the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros k+ reagent lot 4102-0851-1022. Although precision testing was not performed on the vitros 5600 integrated system, an instrument related issue is not a likely contributor of the event as the vitros k+ reagent yielded acceptable qc results in combination with the vitros 5600 integrated system after a previous calibration was restored without any known troubleshooting actions being performed on the instrument. (B)(4).